Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated on 04/11/2007, he did not believe that his infusion device was dispensing insulin accurately during a period in 2007. He reported a high blood glucose reading of 500 mg/dl in that timeframe. He stated that his normal blood glucose range is 100-200 mg/dl. His symptoms of elevated blood glucose included "eye twitching". When his blood glucose values were elevated, he injected 20-25 units of humalog. He stated that he changed his insulin cartridge and infusion set, but his blood glucose values remained high. During troubleshooting with a company rep, it was determined that the piston rod and adapter in use in his infusion device were two to three years old and had never been replaced. The pt was educated regarding the importance of replacing the piston rod yearly and adapter every six months. One week later, the pt stated that his infusion device was working correctly and that his blood glucose "has leveled off". He reported a morning blood glucose value of 132 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.